Event description:
Durin preparation for a cardiopulmonary bypass procedure, the pump console displayed a "fail 5" error message, and the pump would not operate. There were no adverse consequences to the pt as a result of this event.